Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller is neuro nurse practitioner and noted concern is epidural hematoma near where leads are placed. Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported decreased sensation in leg and fell. The system was explanted (B)(6) 2024.  Field rep reported they would follow-up with any new information. Additional information was received from the manufacturer representative (rep). It was reported that the device/therapy was not causal/contributory to the decreased sensation in their leg, nor the reported patient fall. Rep reported this was not related to the epidural hematoma near the leads. Rep reported this issue has been resolved. Additional information was received from the manufacturer representative (rep). It was clarified the system was removed due to the hematoma. Rep stated that the decreased sensation in leg and falling is how they discovered that the patient had a hematoma at their lead site.